Manufacturer narrative:
According to the report while the device was recharging it delivered an insulin bolus dose of 6 units that was not requested. The customers blood sugar dropped, he consumed carbohydrates and paused insulin for resolution. Medical intervention was not required. The customer received a replacement device. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It has been reported that whilst the patient's personal diabetes manager (pdm) was charging in the evening, the customer received a 6 units of bolus and not commanded. The customer's blood glucose (bg) values decreased to 3.8mmol/l. The customer ate and suspended insulin for 1 hour. When the customer woke up the next morning his bg levels were at 18.6mmol/l and he noticed that insulin was never resumed.